Event description:
It was reported by repair work order that upon inspection of the unit by the service technician, it was identified that the siderail could unlatch unintentionally.

Event description:
It was reported by repair work order that upon inspection of the unit by the service technician, it was identified that the siderail could unlatch unintentionally.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.